Event description:
It was reported that approx 9 months post-implant of a bifurcated device, a suprarenal aortic extension, and limb extension on the left iliac artery, a computed tomography scan revealed an endoleak at the right limb of the bifurcated device. Reportedly, the pt was treated with a limb extension and coiling of hypogastric artery to resolve the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records or procedural CT images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and the cause of the reported event could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.